Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg due to bad shoulders and weight gain. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an unknown procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo an unknown procedure for an unknown reason.